Manufacturer narrative:
The investigation for the product damage has been completed. Pump was returned for investigation. Data log review was not required for this case. A hole in the catheter was found near the 80cm mark, which allows blood to pass through the catheter and leak from the red handle. No other physical abnormalities were reported on returned product. The et tube bleeding was unrelated to the impella. The cause of the product damage issue was use related.

Event description:
The complainant reported the patient was on impella cp support and during support, there was leaking from the red impella plug. It was not a continuous bleed but it was a drip. The staff used tape and pressure dressing to control the leaking blood. The pump was replaced due to the leak. The patient survived the event.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.